Manufacturer narrative:
Device lot # and mfg date not available as the device has not been returned and the site has many pads. It cannot be determined which pad was used in this instance from the information provided by the site. Medtronic rep has informed surgeon that using the pad with a drill and the monteris bolt are off-label uses of the device and not validated. Not returned by customer.

Event description:
A medtronic representative reported that during a monteris (non-medtronic device) laser ablation case, the surgeon alleged that the precision aiming device (pad) moved. The site had set up two vertek arms, one with the reference frame and one with the pad. Surgeon reported that the pad moved after drilling through it and while he was using the pad to place the monteris bolt. After it moved, he adjusted it and continued. Less than 5 min delay, no patient impact.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site uses all of their medtronic precision aiming devices (pads) in an off label way, drilling with a stryker hand drill and placing a monteris bolt through them. The rep continues to remind them this is off label.